Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that nanotack flex anchor inserter broke inside the patient, leaving the metal tip of the inserter embedded in the patient's hip. It was unretrievable. This happened because the inserter went too far into the patient's bone. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Probable root cause for the reported failure involving this device could have been caused by: design, sutures not strong enough for application, inserter or anchor damages suture, suture/anchor assembly not sufficient to withstand loads, suture cut on guide. Process: damage to sutures during manufacturing process, suture assembly not performed correctly. Application excessive force on sutures.

Event description:
It was reported that nanotack flex anchor inserter broke inside the patient, leaving the metal tip of the inserter embedded in the patient's hip. It was unretrievable. This happened because the inserter went too far into the patient's bone. Although there was patient involvement, the procedure was completed successfully.